Event description:
The customer reported a hospitalization due to high blood glucose levels. The blood glucose reading was 488 mg/dl. The customer reported that she was not receiving any insulin and her insulin pump repeatedly had no delivery alarms. She complained of high blood glucose symptoms, including vomiting and blurred vision. Based on troubleshooting over the phone, the insulin pump was working as designed. The customer was treated with fluids, blood work and insulin at the time of hospitalization. She also reported that she had discontinued use of the insulin pump two hours prior to the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.